Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported her insulin infusion device began to beep and display "77" while she was sleeping. The pt was instructed to remove the battery, but was unable to read the battery information. The pt stated she was aware of the power pack recall and had received corrected batteries, but had just picked out a battery and used it. She was then instructed to insert a corrected battery. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.